Event description:
It was reported that some time post port placement, the port was allegedly unable to be infused for two days. It was further reported that an x-ray allegedly demonstrated the catheter detached from the port body and migrated into the heart and therefore it will be removed by interventional procedure. The patient status is unknown.

Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post port placement, the port was allegedly unable to be infused for two days. It was further reported that an x-ray allegedly demonstrated the catheter was migrated into the heart. The patient status is unknown.